Event description:
It was reported that during implantation, the helix of the lead would not extend with the allowed max number of rotations. When the physician removed his hand, the pinch-on-tool had rotated conversely. The pinch-on-tool was removed, however the helix was still not extended. The tip of the lead was tapped and the helix was rotated 21 times, which caused the helix to extend vigorously. The physician opted to remove and replaced successfully. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.